Event description:
Customer reportedly rec'd results of lo and 156 mg/dl within 10 mins on the advantage sys. The customer did not provide the location where the discrepant results were obtained. Low blood symptoms reported with these results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.